Manufacturer narrative:
Literature citation: okabe, r., morioka, n., tauchi y., katayama, h., nakamatsu, s., shirota, k., saitoh, y. Type ii endoleak repair after endovascular abdominal aortic repair using a computed tomography-guided percutaneous transabdominal approach. J vasc surg cases 2015;1:236-8. Concomitant medical products: (detachable coil gdc; boston scientific for stryker neurovascular, (B)(4)) used during the coil embolization procedure results: lot/serial numbers were requested, but not provided, therefore a review of the manufacturing records could not be conducted. Conclusion: according to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include but are not limited to endoleak and aneurysm enlargement. Additional patient and procedure information was requested but not provided.

Event description:
In a literature article titled, "type ii endoleak repair after endovascular abdominal aortic repair using a computed tomography-guided percutaneous transabdominal approach", it states a patient underwent endovascular repair of a 6.6cm infrarenal abdominal aortic aneurysm with gore excluder aaa endoprostheses. No endoleaks were detected by computed tomography(CT, at the time of discharge. Follow-up CT images obtained six months after discharge showed the presence of a new type ii endoleak originating from lumbar arteries and resulted in increased aneurysmal sac diameter of an unknown amount. Since catheter embolization was not feasible in this case, the patient was treated by means of a transabdominal sac puncture and coil embolization at a point farther from the entrance of the sac and coil embolization of a lumbar artery. Fifteen months following surgery CT angiography did not reveal any endoleaks.

Manufacturer narrative:
.